Event description:
A nursing home patient with chronic end stage kidney disease, copd, cardiac disease and multiple co- morbidities was admitted to the hospital for a cardiac work up. Following the cardiac work up, the patient refused the recommendation for cardiac surgery. Prior to being discharged home, the patient was to complete a dialysis treatment at the hospital. Shortly after the initiation of treatment, the patient became hypotensive and was treated with albumin and saline. The patient continued with episodes of hypotension with treatment and then the patient became unresponsive and pulseless. A code was called immediately and efforts to resuscitate the patient were unsuccessful and the patient expired. The phoenix machine was inspected and determined to be within specification. The cartridge blood tubing set and the revaclear dialyzers were returned to the respective manufacturer and determined to be within specification. The bicart was discarded and therefore unavailable for inspection.

Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the lot number could not be provided by the facility. Gambro has no information to suggest that the bicart product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.